Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. There were also two stored episodes of non-sustained ventricular tachycardia (nsvt) during which there was ventricular oversensing of what appeared to be non-physiological signals. Further review of the right ventricular lead was recommended. No adverse patient effects were reported.